Manufacturer narrative:
(B)(4).

Event description:
It was reported that an error message "unable to open port" was being received on a physician's tablet for multiple patients. The physician called the company representative, who identified the issue was with the usb serial cable after the error resolved when another tablet usb serial adapter cable was used. The product has been received for analysis, but has not been completed to-date.

Manufacturer narrative:
Evaluation codes, corrected data: the conclusion code was inadvertently reported incorrectly on the initial report.

Manufacturer narrative:
(B)(4). Suspect device UDI, corrected data: the incorrect UDI was inadvertently reported in the initial report.

Event description:
Analysis was performed on the returned serial data cable and the reported failure was verified. The cause for the failure was associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.